Event description:
It was reported by the customer "failure of safety to engage upon de-access/removal from the port." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.